Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, quality control, was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number from the same facility. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a check-flo hemostasis assembly valve broke under the pressure of a manual injection during an unspecified intervention (1820334-2017-01373). Additionally, it was reported that a similar event occurred with another device (1820334-2017-01374) without further details. The user reported that this occurred before the procedure during the rinse of the device. This occurred prior to patient contact. A section of the device did not remain inside the patient¿s body and the patient did not require any additional procedures due to this occurrence.